Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the silicone on the jaw of the vasoview hempro 2 broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The heater wire appeared physically damaged and mangled. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).